Manufacturer narrative:
Lifescan (lfs) has requested not return of the subject product(s), the customer does not have them anymore; 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because allegedly there was a black test strip found in a blue test strip vial. Replacement products were sent to the patient.